Event description:
The patient used the suspect device to check their blood glucose and obtained a result of 510 mg/dl. Pt then does extra insulin due to the reading. Pt bottomed out and family member called an ambulance. Pt was taken to the hospital where pt's blood glucose was 29 mg/dl. Pt was treated for hypoglycemia with a glucose IV. Controls were not used on the system the suspect device was replaced with new product and then authorized for return to the manufactuer for evaluation.